Event description:
It was reported that during a partial gastrectomy procedure, the device was fired and the staples deployed but did not close all of the way. There were no patient consequences. Case was completed with the surgeon hand sewing the stomach. One device was discarded.

Manufacturer narrative:
(B)(4). Information unavailable.